Event description:
It was reported that the pump exhibited a system failure check syringe flange sensor. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms #: (B)(4). A manufacturing device history record review was not performed, because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the right plunger case and the battery door were cracked and the top case was cracked on the left side of the tube holders. A review of the event history log identified check syringe flange sensor in the history. Functional testing was performed and intermittent check syringe flange sensor was found at power process and during syringe test. The optocoupler was found misaligned which is causing the intermittent of the error. The root cause of the issue was caused by the customer's incorrect assembly of the device. Realigned the optocoupler and performed power up process and all functional testing which passed.